Manufacturer narrative:
The account found that the power cable had blown due to being trapped under the bed and the power cable blew a fuse when the bed was lowered onto it. The cable showed signs of entrapment. The cable was replaced to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the bed had blown. A nurse was sent to the emergency room and treated for shock.